Manufacturer narrative:
It was reported under the 3500a follow-up #1 that the biosense webster, inc. Received the device for evaluation and on (B)(6) 2020 observed that the sheath curve section of the sheath was missing. After further inspection on (B)(6) 2020. The hemostatic valve was noted in normal condition. Since the curve section of the sheath missing was not reported, it was most probably clipped by the hospital staff. Additional clarification is being requested. This condition was assessed as not MDR reportable. A response was received on (B)(6) 2020 stating they were not sure if it was cut off or not after use. It was not missing this section out of the box. The provided information does not add clarity to the returned condition. This returned condition remains assessed as not MDR reportable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. During the procedure, the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium sheath broke off. They replaced the sheath and the procedure continued without patient consequences. The valve broke and back flow occurred. The hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. No air entered the patient¿s body. This event did not require percutaneous or surgical removal. Blood return was observed, the hemodynamics was not compromised. Less than 10ml of blood was lost. No medical intervention was required to stop the bleeding. The issue was assessed as an MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The biosense webster, inc. Received the device for evaluation and on (B)(6) 2020 observed that the sheath curve section of the sheath was missing. After further inspection on (B)(6) 2020. The hemostatic valve was noted in normal condition. Since the curve section of the sheath missing was not reported, it was most probably clipped by the hospital staff. Additional clarification is being requested. This condition was assessed as not MDR reportable. The device evaluation was completed on (B)(6) 2020. It was reported that a patient underwent paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. During the procedure, the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium sheath broke off. They replaced the sheath and the procedure continued without patient consequences. The sheath was visually inspected and it was found that the hemostatic valve was in normal conditions. Also, it was found the curve section of the sheath was missing. The missing tip section was most probably clipped by the hospital staff. A device history record was performed for the finished device, and no internal actions related to the complaint was found during the review. The customer complaint cannot be duplicated as intended. The sheath issue cannot be related to manufacturing since this unit was inspected prior leaving the facility. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).